Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that there was an unintentional dural opening as a result of this event. It was further reported that the venous sinus was damaged resulting in venous bleeding. It was also reported that the surgery was stopped and not completed successfully.

Manufacturer narrative:
The reported event, for perforator bit failure to disengage, was not confirmed as the perforator bit was not returned for evaluation. Without the perforator bit, the root cause cannot be determined. The IFU #5100-060-700 rev.f provides instructions on how to test the disengagement function of the perforator prior to use. The IFU also warns: use extreme caution when drilling in conditions such as: ¿ bone that may vary in consistency and/or thickness greater than 1 mm; ¿ adherent dura; ¿ high intracranial pressure; ¿ other abnormalities in the area of penetration. The perforator may cut or nick the dura or brain. The quality investigation is complete. Device not available for return.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that there was an unintentional dural opening as a result of this event. It was further reported that the venous sinus was damaged resulting in venous bleeding. It was also reported that the surgery was stopped and not completed successfully.